Event description:
The tip of the screwdriver twisted during its first use. An alternate screwdriver was available to complete the procedure. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, germany suggest that this event would not be associated with the device but rather would be related to user technique.